Manufacturer narrative:
The customer reported that while using the touch panel to move the system into position, the detector moved in an unintended direction. The operator was performing a patient study for static images. The operator attempted to rotate the detectors to the left to acquire another static view and heard a clicking noise. The operator tried again to rotate the detectors to the new position using the touchscreen hand controller, heard the clicking noise again, but no rotation of the detectors occurred. The operator attempted again to rotate the detectors to the left but the detectors started to move unexpectedly to the right. The operator activated the collision sensor on the detector to halt the system motion and activated an emergency stop (e-stop) button to extract the patient from the system. The operator manually removed the patient from the imaging couch, performed a system reboot, and re-scanned the patient successfully. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse was not able to reproduce the issue. The fse proactively recalibrated the touchscreen. The fse believed the issue was due to an incorrect touch panel input. The fse tested the system motions and confirmed they were working properly. System log files were reviewed by engineering and it was determined that in a couple of instances, the system kept moving for more than 1 second after the user released the motion button on the virtual hand controller. There was no evidence for motion in the opposite direction than what was commanded by the user; otherwise, the description given by the customer has been confirmed by the log files. The probable cause is unknown as no repairs were made to the system and the issue could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.

Event description:
This complaint has been evaluated based on the information provided. The customer reported that while using the touch panel to move the system into position, the detector moved in an unintended direction. The operator activated a collision to halt system motion. Based on the available information, this issue has been initially determined to be a reportable event.